Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the plunger became stuck and squashed the lens as it was inserted into a patient's eye. The lens was removed from the eye and another lens was implanted. There was no harm to the patient.

Manufacturer narrative:
The cartridge was returned in the opened pouch. Only a small amount of viscoelastic was observed in the cartridge. There appears to be dried blood in the tip of the cartridge. The tip has two lines of stress along the posterior surface. The lines are similar in appearance to the width of a plunger tip. The associated lens was returned positioned incorrectly in a lens case. Solution and blood was dried on the lens. One haptic is broken in the haptic/optic junction. The broken haptic was returned. The optic is torn/split crushed on the trailing right side. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause of the complaint cannot be determined for the complaint for "plunger got stuck in cartridge, could not advance smoothly, iol squashed and explanted". The cartridge and lens were returned separately. The two traveling lines of stress observed along the posterior are similar in width to a plunger tip. This may suggest the lens was not positioned correctly for advancement. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).